Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station time was ahead by one hour, causing discrepancies between pyxis dispensing times and actual administration times. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station time was ahead by one hour, causing discrepancies between pyxis dispensing times and actual administration times. A technical support specialist (tss) dialed into the station and corrected the station time. The system functioned as intended after technical support specialist troubleshot the device.